Manufacturer narrative:
(B)(4). The device is not available to baxter for evaluation. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). A batch review has been performed and there were no exceptions noted during the manufacturing of this device. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility representative contacted baxter (B)(4) to report an infusor in which the device did not work properly. There was patient involvement. The device was filled with 5-fluorouracil by the operator that had done the priming with physiologic solution, visualising the drops without any issues. The device was connected to a patient. The patient returned to the hospital the next day and the infusor was still full with half of the starting volume. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.